Event description:
While attempting to defibrillate a pt the device would not go past analysis, and issued a "shock advised" or "no shock advised" recommendation. The "poweredpowered" the device off and on but the device continued to exhibit the same problem. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.